Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the pump alarmed in the office during the appointment and that it was probably that the patient did not hear it over the practitioner speakers. It was reported that alarm that was activated was the low reservoir alarm. No further complications have been reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had missed a scheduled refill and their pump was alarming. The patient heard her pump alarming yesterday and their healthcare provider (hcp) had addressed this. The alarming stopped once the pump was refilled. It was further noted that the patient never heard the alarming (discrepant as reported). It was noted that the patient was wondering if the alarm sounds could be adjusted. Alarm sounds and meanings were reviewed at the time of the report. The patient was to follow-up with their healthcare provider. No patient symptom was reported. No further patient complications have been reported as a result of this event.